Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had a helium tank leaking. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse performed a helium leak check on the hospital cart and console. No significant helium loss was observed. The fse stated that the helium leak was concluded to be caused by improper placement of the gasket at the regulator. So, as a precaution the fse replaced it. Then, the fse found that the unit was unable to charge via ac cord and that no continuity was observed at live wire at 15vdc ps side. So, in order to fix that issue, the fse replaced the ac power cord. The unit was then able to charge properly. All manifold tests were performed and passed. The safety disk was also due for replacement. However, the fse stated that the safety disk replacement cycle temporary extended by the factory and communicated with the user. The unit was then handed back to the user in good condition. The removed power cord reel assembly was returned to the failure analysis and testing(fat) department for investigation. Verified the power cord reel assembly has no physical damage. The fat dept. Installed the power cord reel assembly into cardiosave test fixture as per specifications of the cardiosave service manual. The fat dept. Verified the failure of the power cord reel assembly failure "unable to charge unit". During troubleshooting the hot line had no continuity while ohming out the power cord. Failure of power cord reel confirmed. Retaining the power cord reel assembly in the fat dept. Per procedure.